Event description:
Additional information was received. It was reported that the "camera was not recognizing anything". The system was unable to communicate with the imaging system. They swapped out for a different system to proceed. The site confirmed that the only green box on the image acquisition screen was the patient tracker. Technical services (ts) had the site verify the system connection from the mobile view station (mvs), this was successful and then showed green. Ts confirmed that once the imaging system trackers were visible by the camera, the 3rd box on the image acquisition screen would also be green. This issue occurred during a sacroiliac and thoracolumbar procedure. They tried verifying instruments, but the camera was not working. They were able to use another system to complete the case. There was a 10 minute delay. There was no impact on the patient's outcome. Conflicting information regarding patient presence was reported.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6). H2-3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded that the psu had electrical failure. The psu had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 h2) please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r. H6: multiple fdd/annex a codes were reported. A05 was coded for an amber light on the camera, bump status and internal temperature fault. A1102 was coded for displayed localizer faulted. The system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted while in an optical procedure. The manufacturer representative (rep) noted an amber light on the camera. During troubleshooting, the rep checked the network device interface (ndi) toolbox and noted a bump status and internal temperature fault. It was noted that the probable cause of the issue was the camera complementary metal-oxide semiconductor (cmos). There was no patient involvement.